Manufacturer narrative:
The autopulse platform (s/n (B)(4) in complaint was evaluated by zoll on 07/08/2016. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). During the external visual inspection, no physical external damage found. A review of the archive data showed no faults, however the archive data showed that the battery rotation and the autopulse daily checks were not being performed according to the instructions for use. The device passed functional testing without any faults or errors. In summary, the reported complaint of the on/off button was not functioning was not confirmed. The device was tested with several known good batteries and it performed as intended. It was noted when checking through the archive log that there was a recurring theme that the batteries were left in the device for several days at a time. During the time of the reported complaint it was noted that the battery (s/n (B)(4) was left inside the autopulse for 7 days, at which time the battery had lost communication with the autopulse, which may have been the cause the on/off button appeared to not be working. The device passed final functional test criteria.

Event description:
It was reported that during a device check the autopulse platform (s/n (B)(4) had a problem with the on/off button. When the on/off button was pressed, the device would not power on. The customer tried to troubleshoot the issue by inserting another battery, however this did not fix the issue. No patient involved with this event. No additional information was provided.